Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to attempt several troubleshooting steps, including pressing the center button and connecting the pump to a known working power source, but the pump screen still did not turn on. Follow-up attempts were made via email and phone, and technical support planned to continue addressing the issue as needed.